Event description:
Customer reported discrepant access folate test results were obtained for one pt sample when using the access 2 immunoassay system. The discrepant high test results were above the normal reference range. The test results were reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 reported by this customer for two different tests demonstrating imprecision on two different dates.

Manufacturer narrative:
No errors were posted to the event log. Quality control was within specifications on the day in question. The system check performed on (B)(6) 2008 was within specifications. On (B)(6) 2008, the field service engineer replaced the wash and precision rotor and stators. The repair was performed per the established protocol and all verification testing passed within specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. This is event 2 of 2 reported by the customer. The related MDR is 2122870-2011-06115.